Manufacturer narrative:
It was reported by customer that they noticed a large bubble in the tubing. One photo was received for quality evaluation. Inspection of the photo shows that the silicone tubing of the pumping segment bubbled up during use. The customer complaint of tubing defective / damaged was confirmed. The investigation was forwarded to manufacturing for root cause analysis. The manufacturing investigation indicates that the issue was not related to the manufacturing process and the probable cause was an incorrect use of the product. The bd clinical team has been contacted and will contact the customer if further use instruction or training is deemed necessary. A device history record review for model 2420-0007 lot number 25085350 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a bulge / balloon in the silicone segment / pump segment. The following information was provided by the initial reporter: rn primed the tubing and fluids were initiated as ordered using a IV alaris pump with fluids infusing appropriately. Rn went back to reassess and noticed a large bubble in the tubing. Fluids were stopped, and tubing was disconnected from patient.